Manufacturer narrative:
Patient¿s birth year: 1931. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent deployment difficulties and stent damage occurred. Vascular access was obtained via a contralateral approach. The 50-90% stenosed 6x200mm target lesion was located in the mild to severe calcified right superficial femoral artery (sfa). After predilation with a balloon catheter, a 6mm-200mm/130cm innova¿ stent was advanced over a .035 guidewire to the target lesion. The thumbwheel was used with normal force to deploy the stent. After deploying about 40mm, the thumbwheel stopped spinning/clicking and began to free spin. So the pull handle was used and it just pulled straight out. There was no resistance encountered. The pull pin was pulled out and stuck. The handle was snapped in half to get to the inside of it. The physician did a pin and pushed with hands to complete the stent deployment. The stent was stretched. A cutting balloon was used proximal to the stent and a non-bsc stent was implanted in the proximal sfa. The procedure was completed. The patient had minimal blood loss. No further patient complications were reported and the patient's status was fine.